Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the oxygen mix flow sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during maintenance a 980 ventilator generated a diagnostic code and failed the power on self test (post). The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.